Event description:
It was reported that the camera head had black screen, and error b30 and e216 were observed. The issue was found at the beginning of a hysteroscopy and dilation and curettage procedure, while connecting all the cables to the processor before starting. The procedure was completed with a back-up device. The procedure was delayed by a few minutes to switch to another camera head. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable causing communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.